Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and passed the motor test. The operating currents are normal. The insulin pump was monitored for several days and no battery alerts or alarms occurred during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The customer's blood glucose was 70 mg/dl. The customer did not observe any significant events leading to the alarm. The customer stated that over the last month, he had experienced issues with shorter battery life and was advised that a replacement battery cap would be sent. He was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.